Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device remained implanted.

Event description:
Edwards received notification from our affiliate in malaysia. As reported, this was a case of an implant of a 23mm edwards sapien 3 transcatheter heart valve, in the aortic position by transfemoral approach. Before valve deployment, the pusher was not pulled back. Therefore, upon balloon inflation, the pusher pushed the valve into the lv, which result in sapien 3 valve "embolization" (malposition). Then, the valve was secured and a second 23mm sapien 3 valve was prepared and successfully implanted in the intended position. The patient did not suffer any injury during the event. The patient was stable after the procedure.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. Imagery was provided by the site and the following observed: the 1st deployed valve was under expanded at outflow, and the position was unable to be determined. The 2nd valve was deployed more aortic within the 1st valve. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve malposition was confirmed based on the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. As reported, ''during procedure, before valve deployment the pusher was not pulled back. Therefore, upon balloon inflation, the pusher pushed the valve into the lv, which result in sapien 3 valve ''embolization'' (malposition)''. Per procedure training manual, ''ensure the flex tip is pulled back to the middle of the triple marker and release stored tension prior to thv deployment''. As such, available information suggests that procedural factors (flex tip not retracted prior to inflation) may have contributed to the reported event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.